Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's most recent glucose reading was 142 mg/dl. It was stated that the customer was unable to talk and sweating. The customer was treated with food. Troubleshooting was performed. Reviewed the programming and the settings were correct. The reservoir was showing the same amount of insulin that the status screen shows. Assisted the mother reviewing the easy bolus. Explained having the customer the insulin pump in his pocket, there is a chance of pushing insulin accidentally. The caller stated that the customer woke up one night, and noticed that the easy bolus was programmed with 10.0 units of insulin. The customer was unable to clear the bolus before delivering the insulin. Instructed the caller how to turn the easy bolus off. Advised the mother to call back if further assistance is needed. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.